Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia with approximately half of the readings high or higher, and the device was factory reset to initiate the learning phase after concerns that automated corrections and meal announcements were not achieving adequate control. Symptoms included no reported clinical effects. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included a review of glucose trends and guided troubleshooting that culminated in a factory reset and re-setup, with education on the learning phase. Investigation of this case revealed that the device was operating but was not achieving the desired glucose control prior to reset, and that the user was utilizing u-200 insulin, which the device is not indicated to use, potentially contributing to variable glycemic response. It was concluded, based on previously established findings for similar reports, that the cause was unclear.